Event description:
It was reported that the customer's insulin pump delivered more insulin than it was programmed to. The reported blood glucose level was 261 mg/dl. While troubleshooting the customer realized she had entered incorrect information into the bolus wizard. The customer was advised to monitor blood glucose level and insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.